Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that an altitude alarm occurred. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.